Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, the reload didn't close on the stomach and was open even when the surgeon close the handle. There was a delay during trying to solve the reload issue and trying on another stapler. The surgery was extended by more than 30 minutes. The issue was solved with the second reload and the handle fired the remaining reloads smoothly. There was no patient injury.